Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint. It was indicated that the fragment was retrieved and there was no harm or injury to the patient. The procedure was completed as planned and the patient has recovered as expected. Instrument was returned and evaluated. Engineering observed the one distal clevis ear broken off at its base. The clevis ear on the side opposite of the conductor wire is broken off, resulting in dislodgment of the yaw pulley. The broken piece was not returned, but is roughly .285 x .220 in size. The evidence not conclusive, but breakage is likely due to overloading the tip. Additionally, tube damage was observed though not reported by the site. The distal end of the main tube has various scratch marks with light material removal. The scratches are .105 - .215 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported during a da vinci si whipple procedure that part of yellow brown tip casing on the permanent cautery hook instrument fell inside the patient and was retrieved. No patient harm, adverse outcome or injury was reported.